Event description:
Distributor reported on behalf of user facility that the tracheostomy tube was found to be deflating at the cuff after 14 days in situ. Replacement of the tube was required. No adverse effects to the pt were reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. Method code, other: a sample device was returned and is currently under investigation.